Event description:
It was reported that the pump went dry on (B)(6) 2015 and withdrawal that day. The patient started feeling ¿pretty bad¿ that friday night. The pump was reportedly scheduled to be filled on (B)(6) 2015, but ¿ran out of drug 20 days early.¿ the patient was refilled the day prior to the report and it was noted that it took 14 hours for the patient to start feeling normal again. The patient did not hear the alarm, but stated a friend did. The patient¿s healthcare provider (hcp) was investigating the issue of why the pump ¿ran out early.¿ no troubleshooting, interventions, or other actions were taken to mitigate the issue. The patient recovered without permanent impairment. The pump was used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient thought he had an appointment on (B)(6) 2015, but did not know what time. It was reviewed that the manufacturer would have no way of knowing that information. It was further stated that the pump ran out ¿9 days early¿ and the patient wanted to know the tolerance. The patient was refilled again since the physician subcontracted out the refills to another company. The healthcare provider (hcp) reportedly did not know why the pump ran dry days before the refill date. The patient never had issues before the incident and had not had an issue since. The patient was not comfortable with the pump and stated that the representative could not imagine the pain or withdrawal. It was further stated that the residual volume was ¿off one time¿ when the pump emptied early. A two week ¿padding¿ was put in place with the patient¿s refill appointments due to the issue. It was also mentioned that during withdrawal, the patient¿s legs did not work and he was ¿so cold.¿ the patient¿s body ¿came apart and went through hell.¿ the pain was reportedly unbearable and made the patient scream. It was also noted that the patient was addicted to dilaudid and he compared the issue to morphine users. The patient was directed to the have the hcp call for additional assistance. It was unclear how many days the pump actually went empty prior to the refill in question. There was an 11 day discrepancy between the two reported timeframes.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receivedfrom consumer stated that the patient experienced the pump running dry in 2016. The circumstances that led to the pump running dry early a healthcare professional (hcp) reported on (B)(6) 2017t hat the patient's pump ran out of medication early once in 2015 and they did not know what the cause of the pump running out early was. The hcp reported that the patient was due for a refill in (B)(6) 2015 and came into the office before that (verified the year was 2015). The hcp reported that this was the only issue the patient has had with the pump while in their care. The hcp did verify that the patient did experience withdrawal symptoms when the pump ran dry. The hcp stated the patient moved about a year ago. No further complications were reported/anticipated.

Manufacturer narrative:
Additional review determined that the previously reported information pertaining to manufacturer's report # 3004209178-2017-24751 [pump emptied early, anxiety] was previously reported. Additional information regarding that event will be reported under this manufacturing number [volume discrepancy; pump emptied early, withdrawal]. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient experienced what was like withdrawal last year (2016). Event date was noted to be 2016, which conflicts with the previous reported information of 2015. Additional information received from consumer reported the patient was having anxiety symptoms similar to those when the patient's pump emptied early last year. The patient's weight was (B)(6). The event date was 2016 (early last year), which conflicts with the previously reported date of 2015. Additional information received from consumer on 2017-dec-11 indicated the patient's weight was (B)(6). The specific symptoms the patient experienced was ice cold legs and shaking. It was noted that the pump ran dry 3 weeks before refill was due. It was noted that the pain healthcare provider (hcp) could not explain the reason. It was noted that the pump was filled and the withdrawal had been resolved. No further complications were reported/anticipated.